Manufacturer narrative:
Date of event is estimated as (B)(6) 2016. Date of implant is estimated as (B)(6) 2016. (B)(4). A review of the manufacturing paperwork could not be performed as the lot number was not available. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to erosion.

Event description:
Following information was reported during the following presentation at the ¿the 47th annual meeting of the japanese society for cardiovascular surgery¿ on march 1, 2017. ¿new preventive strategy for distal erosion in dissection treatment with tevar¿ by kenta masada. On an unknown date (between (B)(6) 2013/- b)(6) 2016), the patient underwent endovascular repair of chronic dissection using a conformable gore® tag® thoracic endoprosthesis (tgu282815/lot # unknown). Six days post operatively, a distal erosion was identified at the edge of the ctag device. The treatment performed to repair the distal erosion is unknown.